Event description:
The customer reported to baxter of an ongoing issue in which the upper y-site of the clearlink continu-flo solution set will not allow flow. The connection was attempted multiple times and then the bag was squeezed to initiate flow. The secondary solution was thought to be antibiotics, and that the secondary set is a baxter set but the customer did not provide any product identifiers. The check valve was inverted and tapped and the drip chamber was half full. A baxter pump was not used and there are no samples for evaluation. When the upper y-site does not flow, they use the lower y-site and have not had any issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number was unknown.